Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, with no signs of external damage. A review of the event history log (ehl) identified pump motor drive phase b post alarm, battery communication time out and battery not working. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced battery as preventive measure. Performed power up, self-test and occlusion process.

Event description:
It was reported that the pump motor drive phase b failed. No patient injury was reported.